Manufacturer narrative:
The reported increased threshold and impedance anomaly were confirmed in the laboratory after reviewing impedance measurement trend data stored in the device. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the impedance anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased threshold and high impedance were observed. The device and lead were explanted and replaced.